Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in an adult female patient who had essure (ess205) inserted. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coiled were embedded with in the myometrium') in a 44-year-old female patient who had essure (ess205) inserted. The patient's medical history included adenomyosis and endometrial ablation. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: each cornu and tubal stumps is embedded by a coiled metallic medical device consistent with the essure system. The right device measures 4.1 cm in length coiled with in the cornu and more loosely coiled where embedded with in the myometrium. The device extends 2.5cm into the myometrium. The left device measures 5.0 cm in length tightly coiled with in the cornu and more loosely coiled where embedded with in the myometrium. The left device extends 3.5 cm into the myometrium, extending in to the endometrial cavity. Each coil is embedded by a moderate amount of fibrous tissue. The devices are removed from the specimen.. Concerning the injuries reported in this case, the following events were described in medical records-embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2021: medical record received- event medical device removal was updated to event embedded device. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a 44-year-old female patient who had essure (ess205) inserted. On (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 15 years 6 months after insertion of essure (ess205). The patient was treated with surgery (surgery to remove essure). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.